Manufacturer narrative:
The final 2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. 2 devices were functionally/visually inspected in the field; no defects or malfunctions were found. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.